Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via manufacture representative a 4100 error on their controller and charging would stop. The patient noted that this was effecting her quality of life.